Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a micro-volume extension set was cracked, leading to a leak. This was identified by a nurse a ¿few seconds¿ after the start of infusion of antibiotics. The nurse reported that the connector was cracked. The device was connected to a syringe and being used with a baxter infusion pump at the time of the event. The infusion was restarted using new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.